Event description:
The physician reported that the induction tests performed after the implantation would not start as expected. More than 10 attempts have been performed (as reported). Both t-wave shock and 30hz pacing were used. ECG and normal pacing appeared after each attempt. Finally the user was able to perform the induction.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.